Event description:
This lead was explanted and replaced due to high thresholds, possible exit block. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 36 cm proximal to the lead tip. Only the distal fragment was received for analysis. An explantation aid was still inserted in the distal lead fragment. It is reasonable to assume that the lead was cut during the explantation procedure. 9 to 10.5 cm proximal to the lead tip abrasion marks were detected on the leads body. However, the insulation was found intact. Based on the characteristics of the damage, it is reasonable to assume, that the lead was subject to mechanical stress due to constant friction against another implantable device such as a nearby lead or calcified tissue. Damages like the cuts into the insulation 30 cm proximal to the lead tip and the from the ring electrode rupture insulation most likely occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.